Event description:
Stent surgery to repair aorta aneurysm caused massive strokes resulting in blindness, loss of memory and total loss of cognitive ability. Pt now in nursing home. This was supposed to be part of a "study" and reporter was told by the "dr" that pt was a "perfect candidate" for this surgery. Rptr feels with all the extensive pre-testing done on pt by this "dr" he had to have known how dangerous this would be for pt and what the probable outcome would be.